Manufacturer narrative:
The sales trainer (initial reporter) determined on site that a fuse inside the isolation transformer needed to be replaced. Replacement fuses were sent to the site.

Event description:
It was reported that there was a complete loss of power during a procedure resulting in loss of all images. There was no patient injury or other adverse health consequence.